Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient made a mistake further described as a touch contamination (not further specified). The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics and at the time of this report antibiotic treatment was ongoing. On an reported date, the patient was recovered from the peritonitis event. Additional information was requested but is not available.